Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient 4 faced infusion set leakage at site event on (B)(6) 2024. Infusion set has been used for 4 days. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 8021545-2024-01023 - device 3 of 4. E1: patient city: (B)(6). Patient country: united states.

Manufacturer narrative:
Supplemental report 01 - MDR 1885714 - MDR 8021545-2024-01023. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation.

Event description:
To date no additional patient or event details have been received.